Manufacturer narrative:
Additional information was received on 09-jan-2026 which indicated that the customer has performed testing in their lab and the result indicated that the foreign matter is related to blood tissues. Unfortunately, none of the catheters involved will be returned because they have been disposed of as medical waste by the hospital lab after their testing. As such, the h 6. Medical device problem code has been updated to contamination (a1801). Therefore, this event is no longer considered MDR reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a foreign material was observed inside the hemostatic valve. After the procedure, upon removal of the vp catheter, black flocculent material was observed inside the hemostasis valve. All devices have been discarded by hospital. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).